Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet touchscreen was cracked after the device was dropped, and the device remained functional but was no longer watertight, prompting replacement and patient education on risks and backup therapy. Symptoms included no reported clinical effects. Outcomes included device replacement logistics and data not transferring to the replacement device. Investigation included review of the event description and verification of device operability and shipping arrangements. Investigation of this case revealed physical damage to the touchscreen consistent with accidental user handling, affecting the enclosure¿s integrity while core functionality persisted. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage due to dropping the device.